Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed broken fastener and the next fastener could not be deployed. The subject device was returned for evaluation along with the broken fasteners. Initial evaluation of sample finds cannula backup tabs are bent and misaligned. Functional evaluation of sample resulted in fastener deployed. No abnormal resistance was felt during the actuation. The guide wire is confirmed to be bent and fastener exposed outside of cannula opening. The reported and found performance issues of deployed broken fasteners and failure to deploy are a known result of bent guide wire and backup tabs. The guide wire and backup tabs on the device are found to be bent from applied forces when in use while attempting fixation at the cooper's ligament as reported. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ sample evaluated.

Event description:
As reported, the bard/davol optifix straight fixation device was used to fixate the bard/davol 3dmax light mesh at the area of cooper's ligament on (B)(6) 2022, the fixation device deployed a broken fastener and it was removed from the patient¿s body. It was reported that the shaft of the device was bent, and no fasteners were successfully fixated into the mesh. It was reported that another device was used to complete the procedure and there was no reported patient injury.